Event description:
Additional information was requested from the surgeon, who reported that prior to the initial surgery to implant the hydrus, the patient's baseline bcva was 20/80 and baseline iop was 24 mmhg (on one iop-lowering medication with history of non-compliance). The iop increased to 29 mmhg at the one week postoperative exam so one combination medication was added. At the one month postop exam, iop decreased to 21 mmhg (medicated) and uncorrected visual acuity (ucva) was 20/25. Before microstent re-implantation, the patient's anterior chamber was clear and vision was good. During the intervention, the hydrus was removed and re-implanted, then the healon gv was removed from the anterior chamber, but heme was immediately seen to reflux into the anterior chamber. The eye was pressurized, but the heme could not be completely cleared from the anterior chamber. The patient was seen in the office later in the day and the slit lamp examination revealed 4+ rbcs in the anterior chamber. After intervention, the patient's iop decreased to 12 mmhg (medicated) and the patient was instructed to discontinue the combination medication at this visit. The patient stated that vision returned to normal the day following re-implantation.

Manufacturer narrative:
Hyphema is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Device malposition and stent repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) year old male patient underwent uneventful cataract surgery with implantation of the hydrus microstent in the left eye. Postoperatively, the surgeon reported that the hydrus was initially implanted superficially (not in schlemm's canal) and was not effective. On (B)(6) 2019, the surgeon removed the malpositioned microstent and re-implanted the same stent. Prior to intervention, the patient's intraocular pressure (iop) was 21 mmhg (preoperative baseline unknown). On (B)(6) 2019 after stent repositioning, the patient's best corrected visual acuity (bcva) was hand motions, iop improved to 15 mmhg, and the slit lamp examination noted 4+ red blood cells in the anterior chamber. At last examination on (B)(6) 2019, bcva improved to 20/25 and iop improved to 12 mmhg.